Manufacturer narrative:
H3. Device evaluation: x-ray demonstrated wireform intact and heavy calcification on all three leaflets. Fibrin-like thrombotic material was observed on both the inflow and outflow aspects of the valve. Subvalvular apparatus was observed around leaflets 1 and 2 on the outflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 5mm at commissure 1,leaflets 1 and 2 by approximately 7mm at commissure 2, leaflets 2 and 3 by approximately 4mm at commissure 3 on the outflow aspect. The free margin of leaflet 1 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 3 had a 2mm tear near commissure 1 and calcification was evident at the tear. Wireform was exposed around leaflet 1 on the inflow aspect. Sewing ring was cut around leaflets 1 and 2. Multiple suture pledgets remained attached to the sewing ring around leaflets 2 and 3 on the outflow aspect. H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer reports of structural valve degeneration and stenosis were confirmed due to calcification. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The cause of the event cannot be determined at this time.

Manufacturer narrative:
Additional manufacturer narrative: the device has not been returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 25mm mitral pericardial valve was explanted after an implant duration of five (5) years due to structural valve degeneration leading to stenosis. A 27mm mitral valve was implanted in replacement. The patient was noted to be doing well. Indication for initial valve replacement was due to leaflet calcification.